Event description:
It was reported that the pump touch screen was intermittently unresponsive. During troubleshooting, the issue was confirmed, and the pump was replaced. The customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 115-130 mg/dl.

Manufacturer narrative:
Device not returned.